Event description:
A male pt underwent a revision surgery, due to the breakage of the stem.

Manufacturer narrative:
An eval of the device cannot be performed, as the device was not returned to the manufacturer. If add'l info becomes available, it will be submitted in a supplemental report.